Event description:
The plaintiff's attorney alleged that the pt experienced a cardiac arrest and subsequently expired as a result of the pt's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.